Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was on manual injections and had low blood glucose of 50 mg/dl which was treated with food and a drink. The customer stated that they lost their insulin pump several years ago. An order for a new insulin pump was being placed. The customer checked their blood glucose again, and it had increased to 79 mg/dl. Nothing further was reported.